Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via email that the customer was visited by ems three different times in the past due to low blood glucose events. The customer declined transfer to the 24-hour product helpline. No products were returned or replaced.